Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that customer was experienced high blood glucose, abdominal pain and difficulty breathing. Customer¿s blood glucose level was at time of incident was 509 mg/dl, only tried to treat with the insulin pump, 532 mg/dl, took 2.8 units and it came down to 465 mg/dl, took another 1.2 units and blood glucose was 402 mg/dl and then blood glucose was 322 mg/dl. Customer feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer performed displacement test and it passed. Customer performed the high pressure test and test result was insulin pump alarmed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.